Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patients' orders were not crossing over. A technical support specialist found both patients were assigned to different unit, the "ER" area the station was assigned to does not include the unit. So advised customer to change unit assignment or add unit to the ER area for patients to display without facility search. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist assisted the customer in resolving the issues. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient orders were not crossing over. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient orders were not crossing over. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: imdrf annex f code.